Event description:
It was reported that a patient underwent a vascular procedure in 2025 and suture was used. During the procedure, it was reported to the rep by the surgeon that during a vascular procedure, the suture is breaking off from the needle. Unknown patience consequence. The device is available for return. It happened multiple times and they just wanted to report the event. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: what is the total number of events involved in this complaint? 4 events in 2 different surgeries how many devices demonstrated the alleged deficiency? Only your 7-0 prolene. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? 2. Were there patient consequences? If yes, please explain. No, we just used the us surgical 7-0 that we still have. The breaks were at the junction of the sutures and the needle. There were no suture tails on the free needles. And the needles were not under tension.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with thirty-six (36) unopened samples was received for analysis. The product code 8735h is double armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.